Event description:
It was reported that the patient is unable to completely inflate and deflate the inflatable penile prosthesis. The device remains implanted. No further patient complications were reported in relation to this event. No further information is unavailable.